Manufacturer narrative:
We received additional information regarding the patient's previous medical intervention. Based on the reported information, there is no evidence that the embolic material was defective or malfunctioned. The cause of the reported event may have been related to the initial surgical intervention for the ich. However, a definitive cause cannot be relatively concluded and its cause is unknown. MDR related to this event: 2029214-2016-00989, 2029214-2016-00990 2029214-2016-00991. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The liquid embolic material was not returned as it was consumed in the procedure. Based on the reported information, there is no evidence suggesting that the material was defective. This event is rather a post procedure related event. The patient was noted to have encephalopathy a few days prior to the embolic embolization. Worsening neurological status is a known inherent risk of endovascular procedure and is documented in the products instruction for use (IFU). MDR related to this event: 2029214-2016-00989, 2029214-2016-00990, 2029214-2016-00991.

Event description:
Medtronic received report of worsening encephalopathy and increase lethargic one day post embolization of right side brain avm. This event was treated with keppra dose reduction and caffeine supplements. These events were reported to have resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.